Event description:
As reported, in 2003, this patient underwent endovascular repair using gore excluder bifurcated endoprosthesis. A reintervention took place in 2005 using gore excluder aaa endoprosthesis. Images were sent to gore in late 2008 indicating aneurysm sac growth. Further investigation is being performed.